Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported that during a rirs lithotripsy procedure, the basket wire of a ncircle tipless stone extractor broke. The user detected the basket tip broke and the basket wire detached and remained in the patients upper renal calyx. The user stopped the procedure and spent approximately 1-hour attempting to pull out the broken basket wire with ureteral lithotomy forceps. The stones were removed through uteroscope to complete the procedure. The basket was tested prior to use and the patient did not have any tortuous, calcified, scarred, or abnormal anatomy. A laser was used but the basket was not hit by the laser. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. The device was returned to cook with no original packaging for investigation. The handle actuated basket formation. Formation was missing a wire and appears to have been pulled loose from the assembly. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. How supplied: ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the available information, cook has concluded the cause for the wire pulling free could not be determined. Potential causes for the event including patient factors/condition (large stone), inadvertent user/procedural issues (the patients stone size may have contributed to the need for more device manipulation, though device manipulation is unknown), concomitant device use (laser), device failure may be considered during the investigation. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer postal code = (B)(6). Customer occupation = unknown. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during a rirs lithotripsy procedure, the basket wire of a ncircle tipless stone extractor broke. The user detected the basket tip broke and the basket wire detached and remained in the patients upper renal calyx. The user stopped the procedure and spent approximately 1-hour attempting to pull out the broken basket wire with ureteral lithotomy forceps. The stones were removed through uteroscope to complete the procedure. The basket was tested prior to use and the patient did not have any tortuous, calcified, scarred, or abnormal anatomy. A laser was used but the basket was not hit by the laser. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.